Manufacturer narrative:
Sections with additional information as of 20-feb-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products resolved the initial concern - able to establish contact with customer and stated products are working as intended.

Event description:
Consumer reported complaint for high blood glucose test results. Customer stated he had obtained a result of 146 mg/dl fasting that morning. The customer¿s expected fasting blood glucose test result range is 90 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 177 mg/dl and 193 mg/dl using meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 01/25/2021 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: result 1: 146mg/dl date: (B)(6) 2019 time: 05:33am fasting; result 2: 168mg/dl date: (B)(6) 2019 time: 06:19pm fasting; result 3: 157mg/dl date: (B)(6) 2019 time: 06:17pm fasting; result 4: 137mg/dl date: (B)(6) 2019 time: 07:15pm fasting; result 5: 164mg/dl date: (B)(6) 2019 time: 08;45pm fasting.